Manufacturer narrative:
Updated h.6 image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: 6 computed tomography (CT)-images and 7 fluoroscopic cine loops of the implant procedure were provided for review of the event described above. Based on the provided CT images, the selected valve size (evolutpro+ 29 mm) was correct. At the final implant check, coronary and sinus perfusion were still present and the implant depth appears to be within the medtronic recommended limits. At that point, no adverse patient effects were reported. No special events have been reported after the tavi procedure (e.g. Valve embolization) that could be made responsible for the blood pressure drop. One image, which apparently was shot when the patient was re-examined, shows no-flow in the coronaries and sinuses. It can only be speculated if before snaring the valve upwards and stabilizing the patient for a short period of time, the valve frame actually negatively influenced cardiac output. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of death due to patient's high age. The physician excluded the delivery catheter system (dcs) as a contributing cause of death.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that on the same day, following the implant of this transcatheter bioprosthetic valve, the patient's blood pressure suddenly dropped. A new access was created and an angiography was performed, showing no blood flow in the sinuses or in either coronary artery. The valve was then snared into the ascending aorta. Cardiopulmonary resuscitation (CPR) was performed on the patient until a stabilization was achieved. After about 20 minutes, the patient was unstable again. Unsuccessful CPR was performed. The patient was declared dead shortly after.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29; product lot/serial number unknown; product type: compression loading system (cls).  Product ID d-evprop23-29; product lot/serial number unknown; product type: delivery catheter system (dcs).  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.